Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot for difficulty to remove. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the moderately tortuous diagonal artery. Towards the end of the procedure, resistance was met during removal of the allstar guide wire, and it was noted that it was caught on the deployed non-abbott stent implant. An unspecified balloon dilatation catheter (bdc) was advanced over the guide wire and all devices including the guiding catheter were removed as a single unit. As the lesion was already treated, the procedure was completed at that time. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. There was no additional information provided.